Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation interventional procedure. Calcification was confirmed by CT. However, when common femoral artery (cfa) was observed by echo, no calcification was noted on the side wall of the common femoral artery (cfa). Therefore, the puncture to that side was conducted. Reportedly when the plunger was pushed down, an abrasive crashing feeling was noted as if the calcification pricked with the plunger. The vessel was occluded due to an unknown reason therefore, a cut down was surgically performed to complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty deploying the plunger appears to be related to interaction with the patient calcification. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the sheath size at time of proglide device insertion was an 8fr and the maximum sheath size used for the procedure was a 14fr. When the plunger was pushed, resistance was noted and the calcification was probably pricked with the plunger. The proglide device was simply removed independently as usual. No resistance was felt during advancement of the proglide device into the anatomy. No device separation occurred and no vessel damage was noted. The occlusion of unknown cause was surgically treated. Hemostasis was achieved via surgical suturing. No additional information was provided.